Event description:
A 45 yr old wg1p1 female status post bilateral subglandular. 178cc dow corning gels for augmentation in '76. Pt reports either decrease right side or increase on left side. Left was slightly larger. Decrease no history of trauma. Pt reports right is harder & burning. Left is more painful with lat lump present. Arthralgias, (+am stiffness), myalgias, paresthesias/dypesthesias, spasms, swelling, fatigue, sleep disturbance, adenopathy, low grade fever, hot flashes/sweats, headaches, peridontal disease, tmjd, visual problems, dizziness, memory loss, sicca, hair loss, rashes, sensitivity to sun/chemicals, sob, choking sensation, weight gain, gi/gu disturbance, and cyclic pelvic pain. Otherwise healthy.